Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Analysis of the catheter revealed a dark residue occlusion in the dispensing holes that was related to the event. Analysis noted dark/white crystallized material deposited in the most proximal of the dispensing holes. The catheter was found to be occluded during patency testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 26-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-mar-05 regarding a patient receiving fentanyl and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The patient's medical history included chronic lower back pain. It was reported that the patient indicated the pump never workedwell for their pain. A catheter dye study was attempted on (B)(6) 2020 and they couldn't aspirate the catheter. It was noted that the catheter tip was occluded and the catheter tip segment was surgically replaced. The issue was considered resolved and the patient's status was alive - no injury. There were no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.